Manufacturer narrative:
The product information was not provided and the manufacture date could not be determined.

Event description:
The customer received a blood glucose reading of 148mg/dl from the contour meter that was purchased outside of the u.s, re-tested on a contour next meter and received 315mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse even was alleged. No product was replaced.